Event description:
In the external beam treatment planning program, the source to surface distance (ssd) can be reported incorrectly. The ssd reported by pinnacle in situations where multiple contours are digitized with a large variation in shape may be incorrect.